Manufacturer narrative:
.

Event description:
The patient experienced shocking during an MRI of the brain on 07/2007. A manufacturer representative turned the neurostimulator down to zero volts and off. The manufacturer representative checked the devices after they were turned back on and the devices were fine. The patient reported nausea and increased pulse rate approximately 30 minutes after the MRI. An EKG was done and the results were slightly abnormal; blood tests were normal. Another EKG was performed and the results were normal. Additional information has been requested by medtronic from the health care professional regarding the reported event. A supplemental MDR follow-up report will be sent to FDA if additional information is received.